Manufacturer narrative:
The accounts housekeeping cleaned the electrical service pan and the tech replaced the circuit board to repair the bed.

Event description:
Info received indicates the bed has no power due to feces covering the circuit board.